Event description:
Related to (B)(4) the hospital reported that after an endoscopic vein harvesting procedure, hemopro2 adaptor will not separate from the vh-4030 extension cable. This was noticed after the procedure. No issues during the procedure.

Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g3, g6, h2, h3, h6, h10 the device was returned to the factory for evaluation (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The adaptor was returned with the cable referenced in onetrack (B)(4). There were no visual defects observed on the adaptor. The connector end was observed to be intact with no visual defects observed. The other connector end was observed to be attached to the returned cable with the arrows on both lined up accordingly. A mechanical evaluation was conducted to disconnect the adaptor from the cable. The adaptor and cable connector was able to be disconnected. There were no visual defects observed on the adaptor after disconnection. The cable and adaptor were able to be attached and detached multiple times with no visual defects observed. Based on the returned condition of the devices as well as the evaluation results, the reported failure "connection issue" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.